Event description:
It was reported that during a lap cholecystectomy procedure, first two firings deployed properly formed clips. Third clip was fired, two clips where delivered. Device was then removed from pt. A further firing was done to try and get a properly formed clips. All subsequent clips were malformed. There were no adverse consequences to the pt.